Event description:
It has been reported to philips that the allura xper fd20 system monitors went blank while trying to do a study on a patient. The system was in use at the time of the event. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system by remote service and confirmed that monitors went blank. Quotation has not been accepted by the customer and service has not been provided. Quote expired, no further action could be performed by philips. The codes were updated based on the investigation outcome.